Event description:
Following successful percutaneous tavr procedure closure device to the right groin failed. Attempt to seal the groin were unsuccessful and procedure transitioned to open repair of the right femoral artery. FDA safety report ID# (B)(4).